Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 111 was confirmed. This was due to corrupt programming and defective sd card. The root cause cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.